Event description:
A report of free flow was rec'd in which a pump was running a piggyback infusion of potassium at 100ml/hr with no problem. When the nurse changed the rate to 56ml/hr she reportedly saw the pump free flow. The nurse stopped the infusion, unloaded the tubing, and took the pump out of svc. No info as to the amount of free flow the pt rec'd is known. A new pump was set up and the infusion continued. The hospital bio-med stated he tested that pump and found it to be within specs. No pt injury occurred.